Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose level was "high", specific value was not provided. Customer took correction actions to lower blood glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.